Event description:
On tuesday pt started bleeding from insertion sight as soon as dialysis started. Stopped bleeding once dialysis stopped. Catheter was removed on wednesday and replaced same day with same lot of catheter. On friday pt started dialysis, bleeding from insertion site and when stopped dialysis bleeding stopped.